Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set with removable needleless connector separated. The following information was received by the initial reporter with the following verbatim: we would like to seek your assistance on getting a credit for 25ea of the item mp5303-c. Our customer reported that they several failed attempts with the bd maxplus pressure rated extension set last week. This item failed as it has before, the blue hub was not attached correctly to the tubing, and it popped off. Please process a credit and provide us with a reference/claim number and let us know if return is needed. If yes, kindly provide the details needed below:

Event description:
No additional information was provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of blue not attached correctly to tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mp5303-c because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.